Manufacturer narrative:
This event was also reported under manufacturer report #3004209178-2019-07818. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Caller said they received secondhand information that the ins has been "off" for a long time and that it is "not working". When asked, the caller did not have any additional details regarding this event. It was recommended that the patient can try turning stimulation off using the patient programmer (pp), but they will have to follow up with the managing hcp to have the device checked if they are unable to do so. The call center reviewed that the patient has two inss registered to them. The hcp who reported the event was unaware of this and will follow up with the patient to confirm. No patient symptoms were reported and no further complications have been reported as a result of this event.